Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of specification. Accuracy testing was performed with the original piston foam and the device failed. The original piston foam was inspected and found to be deteriorated. Test piston foam was installed on the device and the device was able to pass accuracy testing. When the original piston foam was installed, the device failed the accuracy test again. Temperature verification was performed and the device passed. The pneumatic system was tested and all pressures were found to be correct and stable. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the deteriorated piston foam. The piston foam was to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.